Event description:
It was reported that during routine follow-up, the pulse generator exhibited a diagnostics anomaly. A firmware download restored the device and the patient would continue to be monitored.